Event description:
It was reported that during the ureteroscopy procedure for kidney stone, the fiber broke. No patient complications were reported.

Manufacturer narrative:
The device was discarded; therefore, a technical analysis could not be performed. A review of the device instructions for use (IFU) was completed, the IFU states: a damaged fiber may cause accidental laser exposure or injury the to the treatment room personnel or patient, and/or fire in the treatment room, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of quality control deficiency.

Event description:
It was reported that during the ureteroscopy procedure for kidney stone, the fiber broke. No patient complications were reported.